Event description:
It was reported that a spectrum iq infusion pump had the left row buttons on membrane not functioning. This occurred during testing in the biomed service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During evaluation, the reported problem of "left row buttons on membrane nonfunctioning" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be that the on/off key was not functioning. The keypad requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.